Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved- unable to establish contact with customer

Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-3). Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix go meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/26/2026 and open vial date is 05/16/2025. The meter memory was not reviewed for previous test result history.